Event description:
It was reported that the device was unable to be interrogated via radiofrequency telemetry during an in clinic follow-up. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.